Event description:
The physician attempted an arteriotomy closure with a starclose vascular closure system. The type of procedure, access location, vessel size and condition were not reported. It is unk if fluoroscopy was performed. It was rpeorted the doctor felt resistance in the fian lthree (3) cms. Of the sheath splitting, "there was resitance advancing the thumb advancer)"and was unable to completed the sheath splitting, reportedly, the physician did not remember to retract the thumb advancer and activate the vessel locator button and, instead, attempted to "force the thumb advancer down." As he reportedly did not remember "how to deal with this", he surgically removed it using "a simple cut-down" in the procedure room. The type if anesthesia used and duration of the procedure were not reported. He reported "there was a lot of scar tissue present," closure was sirgically achieved. This event did not prolong the pt's hospital stay. It was reported the pt is "fully recovered."